Event description:
It was reported that during interrogation, the programmer displayed an error message and would not interrogate. The sales rep was instructed to turn off the default printing for initial interrogation and arrhythmia summary report and manually enter the device application and the programmer started working and successfully interrogated the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.